Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: promus element plus, mr, ous 3.5x28mm stent delivery system (sds) was returned for analysis. A visual and tactile examination found the stent damaged from the centre to the distal end of the stent; struts were stretched, lifted and pulled in a distal direction. The balloon cones were reviewed no issues were noted. The balloon wings were tightly wrapped and evenly folded. The balloon was not subjected to positive pressure. A visual and tactile examination found multiple hypotube kinks along the full catheter length. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found the tip was stretched over the product mandrel. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 28-sep-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The 25mm in diameter, eccentric, with a >45 and <90 degree bend target lesion was located in the midly calcified right coronary artery. A 3.50x28mm promus element¿ plus drug-eluting stent advanced; however, the device was unable to cross the lesion. The device was removed form the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the stent damage.